Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization, antibiotic therapy, removal of the pd catheter (not a fresenius product), and transition to hd for rrt. The patient attributed causality to a disconnection event, when the patient¿s pd catheter disconnected from the liberty cycler set, likely due to improper tightening. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the patient, no fresenius device(s) and/or product(s) malfunction or deficiency occurred. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) developed peritonitis. No additional information was provided during the intake process. Follow-up with the patient confirmed he was hospitalized on (B)(6) 2024 due to severe abdominal pain, cloudy peritoneal effluent fluid, and fever (102.0). A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unknown), however on (B)(6) 2024 the patient¿s abdominal pain worsened, and the nephrologist ordered the immediate removal of the patient¿s pd catheter (not a fresenius product). On (B)(6)2024, the patient successfully underwent a fistula-gram and angioplasty of a preexisting right arm arteriovenous fistula (avf) and was permanently transitioned to hemodialysis (hd). The patient underwent several hd treatments and was discharged on (B)(6) 2024 in stable condition. The patient began outpatient hd on (B)(6) 2024 and is completing his antibiotic course intravenously (IV) during hd therapy. The patient stated his abdominal pain has resolved and he is recovering from the serious adverse events. The patient attributed causality to a disconnection event (occurred weekend prior to admission), when the patient¿s pd catheter disconnected from the liberty cycler set during treatment, likely due to improper tightening. Per the patient, no fresenius device(s) and/or product(s) malfunction or deficiency occurred.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) developed peritonitis. No additional information was provided during the intake process. Follow-up with the patient confirmed he was hospitalized on (B)(6) 2024 due to severe abdominal pain, cloudy peritoneal effluent fluid, and fever (102.0). A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unknown), however on (B)(6) 2024 the patient¿s abdominal pain worsened, and the nephrologist ordered the immediate removal of the patient¿s pd catheter (not a fresenius product). On (B)(6) 2024, the patient successfully underwent a fistula-gram and angioplasty of a preexisting right arm arteriovenous fistula (avf) and was permanently transitioned to hemodialysis (hd). The patient underwent several hd treatments and was discharged on (B)(6) 2024 in stable condition. The patient began outpatient hd on (B)(6) 2024 and is completing his antibiotic course intravenously (IV) during hd therapy. The patient stated his abdominal pain has resolved and he is recovering from the serious adverse events. The patient attributed causality to a disconnection event (occurred weekend prior to admission), when the patient¿s pd catheter disconnected from the liberty cycler set during treatment, likely due to improper tightening. Per the patient, no fresenius device(s) and/or product(s) malfunction or deficiency occurred.